Event description:
It was reported that the pt experienced a kidney infection as a result of using the catheter, additional med intervention is unk. Additional info has been requested but not received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.